Manufacturer narrative:
It was reported that, after a total hip replacement surgery was performed, the tip of the head impactor came off inside the patient, but no one recognized that it had come off. This adverse event was treated by an additional surgery, in which the tip of the head impactor of the polarstem modular head for (B)(6) was removed. Patient's current health status is unknown. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number is unknown, it is not possible to perform a complaint history review at batch level, and the complaint history review based on the product number revealed no additional similar complaints. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (lit. No. 81098832, rev. A) states "prior to closure, the surgical site has to be thoroughly cleaned from foreign particles, bone cement, bone chips or other debris." Postop x-rays from the anterior view did not show the item. The next day radiology took a lateral x-ray and saw the head pusher tip in the patient. The x-ray was provided and confirmed the retained impactor tip. The patient had to be taken back into surgery the following day and have it removed. Based on the limited information provided a clinical root cause cannot be confirmed. The patient impact is determined to be the additional surgery to remove the foreign body. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2024, the tip of the head impactor came off inside the patient, but no one recognized that it had come off. Post-operative x-rays from the anterior view did not show the item. A lateral x-ray show the head pusher tip in the patient. This adverse event was treated by an additional surgery on (B)(6) 2024, in which the tip of the head impactor of the polarstem modular head for 21000662 was removed. Patient's current health status is unknown.